Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a dissection and death occurred. The patient was brought to the ccl after experiencing chronic chest pain and a positive ergometry. Angiography was done and intervention of the moderately tortuous proximal left anterior descending (lad) was scheduled to be done three days later. The patient arrived for the procedure, as scheduled, in good condition. The physician used an iq guidewire and a 6fr. Jl4 guide catheter and continued on to direct stent with a taxus liberte' 3.5x12mm drug eluting stent. The vessel had a 90 degree angle prior to the lesion location. The physician was unable to advance the stent and continued for about 5 minutes to advance the stent to the target lesion. The guide catheter was exchanged for ebu 3.5 to get better support. When the physician tried to enter the guide catheter, the patient experienced bradycardia with hypotension and chest pain. Drugs were administered and resuscitation techniques were performed. The physician was able to position the guide catheter and when the contrast media was injected, the physician noticed a total occlusion of the left main and a vessel dissection. For 40 minutes, resuscitation measures and heart massage were performed and drugs were administered. The 3.5x12mm taxus liberte' was used to treat the dissection in the left main. The implant was completed without complications. After about 40 minutes of different resuscitation measures, the patient died. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.